Event description:
Patient was revised to address pain and fluid on the hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 1/22/2016: litigation received. Litigation also alleges discomfort, inflammation and elevated metal ion levels. A doi was provided. An unknown stem is being added to the complaint. This complaint was updated on: 2/1/2016.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. The device associated with this report was not returned. No other reports found against the liner. Review of the device history records and/or a complaint database search was not possible as the remaining product and lot code combinations required were not provided. No additional information was provided to customer quality. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional information pt, device, and evaluation info (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/14/2016- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported decreased range of motion, decreased mobility, increased risk of dislocation and addition revision surgeries, metal toxicity, increased long term adverse health issues related to elevated metal ions and toxicity. Lab results reported cobalt greater than 7 parts per billion. Ultrasound report noted fluid collection. Radiograph reportedly showed bone resorption at the greater tuberosity. Medical records reported patient unable to lay on left side, horrible limping, and pain with range of motion. Revision surgical report noted 1100ml blood loss and a 1 hour delay related to liner not coming out of cup and entire cup being revised, debris, significant dark staining of trunnion/corrosion, indurated necrotic capsule and debris filled synovial capsule. Part/lot updated. The complaint was updated on: may 5, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
This is to capture the previous allegation metallosis coded as foreign body reactions.